Manufacturer narrative:
Section h6; clinical and medical device problem codes corrected. Manufacturer's investigation conclusion: the investigation reviewed the log files submitted and found power cable disconnect alarms, low voltage advisories, and a driveline disconnect alarm consistent with the controller being exchanged via log file analysis. The log file contained power cable disconnect alarms throughout the entirety of the event log file as well as intermittent low voltage advisories. The system was connected to external batteries when the alarms occurred. The power cable disconnect alarms were triggered by the rsoc (relative state of charge) value on the both the black & white power cables fluctuating below the alarm threshold. Routine power cable disconnects occur within the file, restoring the rsoc value for the cable when the battery is replaced. Throughout the file, power cable disconnect alarms were active despite the black & white power cable bus voltage maintaining ~16v when the rsoc values fluctuated. When the rsoc values fluctuated below the alarm threshold, the alarms activated. The low voltage advisories indicate the same issue as the irregular power cable disconnect alarms for rsoc values measured. The power cable disconnect alarms and low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. The controller was disconnected from the driveline on (B)(6) 2024 at 02:17:18. There were no other notable alarms active in the log file. Additional information states that both the primary and backup controllers were exchanged, which is consistent with the log files submitted. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6) ) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the controller on the patient at the time of the motor vehicle accident had a yellow alarm. One of the leads on the controller produced low voltage alarm. The issue was thought to be due to a side effect of the modular cable damage. Both the controller and modular cable were exchanged. The patient was maintained on zosyn (piperacillin and tazobactam) and was sent home on augmentin (amoxicillin/clavulanate potassium).

Event description:
It was reported that the patient was in a motor vehicle accident that ended up submerging the vehicle in a body of water up to the patient's neck and the airbags were deployed. The patient was unharmed for the most part. They were placed on battery power on (B)(6) 2024 around 1400 to see if any alarms would be present. From the history the patient started having low voltage alarms around 2031. Log files were sent in for review for the patient's primary and backup system controllers. The event log file from system controller (B)(6) was filled with power cable disconnects and low power events. There appeared to be a connection issue between the batteries and the clips. Despite the issues the pump was operating as intended until the driveline was disconnected on (B)(6) 2024 at 2:17:34. The event log file from system controller (B)(6) showed some unstable voltages on the white lead throughout the file while on battery power. The file was mostly filled with controller clock corrupt events until the clock was set on (B)(6) 2024 11:31:23. The pump was operating as intended. The log files captured 33low power events between (B)(6) 2024 at 11:48:56 and on (B)(6) 2024 at 11:25:10 while on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.